Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. The customer experienced a blood glucose (bg) level of 24-499 mg/dl. Reportedly the customer lost consciousness and required intervention. Emergency services provided the customer with carbohydrates and glucose tablets.